Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending coronary artery. The 3.50 x 12mm nc trek neo balloon dilatation catheter (bdc) was used for pre-dilatation, but a balloon rupture occurred during the first inflation at an unknown pressure. A non-abbott balloon catheter was used to continue the procedure. There was no adverse patient effect and was no report of clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.